Event description:
It was reported that the asymptomatic patient presented for normal follow up with noise on the atrial channel. The noise could not be reproduced with provocative testing. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.